Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
During patient use, the nurse thought that the nkv-440 ventilator had shut down because the graphic user interface (gui) went dark. As the nurse prepared to manually ventilate the patient, the gui automatically resumed normal function. When it restarted, it displayed the alert message: ¿unit restarted (gui), check settings, check apps.¿ there was no harm to the patient and no desaturation events. The patient was subsequently placed on another ventilator. The reporting hospital was unable to provide patient demographics. The ventilator logs indicated that a critical exception occurred, triggering a graphic user interface (gui) restart. During the restart, the gui became temporarily unresponsive to touch, and waveform and patient data updates were momentarily paused. The ventilator's breath delivery unit (bdu) continued to provide ventilation throughout the event. The gui recovered after approximately 61 seconds, and the system resumed normal operation without any additional user intervention.